Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, they put the product on a vessel but impossible to fire. The new device was used to complete the case. There was no patient injury.